Event description:
There was no patient impact associated with this complaint. On (B)(6) 2012, it was reported that all keypad buttons (up arrow, down arrow, and okay) were unresponsive. There is no additional information available about this complaint. The complaint is being reported because the issue with unresponsive buttons could not be resolved.

Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed all buttons are intermittently responsive. There was no visible damage to the keypad, which was removed for investigation. Contamination was found under all button contacts, and the ok contact was noted to be inverted. Unrelated to this complaint, the pump failed the audible alarm test due to a failed electrical connection.